Event description:
It was reported that pump experienced battery that no longer held charge and required charging every other day, after pump warranty had expired. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and did not request a call back, and pump could not be repaired or replaced, so no further action was taken by technical support and open order for replacement equipment remained in place.